Event description:
It was report that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services (ts) reviewed device data and confirmed noise has been present in the primary vector. Sense b noise is suspected but not confirmed. Technical services (ts) provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported.